Event description:
Bil breast augmentation 1978 with dow corning silicone implants. Now has bil capsular contractures (grade iii) with rt slightly greater than left. In 2005 pt underwent bil capsulectomy and implant removal. Both implants were ruptured within the capsule - no free silicone outside capsule.